Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for more than three hours. There was no indication that the device caused or contributed to an adverse event. During troubleshooting, is was noted that the cgm was out of range. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions

Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on (B)(6) 2016 with the following results: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Bg value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before 2hrs elapsed. A discharged transmitter battery failure is determined.